Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer used a tandem charging cable and was advised to plug the pump into a different wall outlet, which resolved the issue when the wall adapter was plugged in. No further assistance was required.